Manufacturer narrative:
A field service engineer (fse) was dispatched. During the servicing, the problem was identified as air in the diluent. As a result, fse replace the diluent pump and tested with no errors noted. The analyzer was working without any issues. There was no further action required. The probable cause of the event was a bad diluent pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that they were getting multiple error codes for weeks on the a1a-360. They stated that they are usually able to prime the device and the errors resolve but the error code 2012 air detected diluent continued to show. The customer reported that the diluent was replaced and checked the caps, wires, and tubing which were all secure. The level sense probes were cleaned and were primed. The customer was advised to perform the daily check and upon doing so, reported that they were able to prime the diluent without error. The daily check nor the shut down resulted in any errors. However, when the ps is run, intermittent 2012 air detect errors appear. The customer was advised by technical support to replace the wash probe tip and/or insure that the sample probe is straight and repeat the installation wizard. This did not resolve the issue. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential of discrepant patient results. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.